Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with an infected pocket. Blistering was seen on the skin and the pocket showed puss in the pocket. The device and leads were removed. The patient was stable before, during, and after the procedure.